Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped delivering insulin in the middle of the night. Additionally, it was reported that the customer had to reload the pump cartridge. Customer's blood glucose level was 550 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had an alternate pump available for insulin therapy.